Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was shocked during surgery. The procedure was completed successfully with no medical intervention, adverse consequences.

Manufacturer narrative:
Probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error. Use error. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that the patient was shocked during surgery. The procedure was completed successfully with no medical intervention, adverse consequences.